Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, implanted mitraclip (x1)/ as the clip delivery system (cds) was not returned for evaluation, an analysis of the complaint device could not be performed. Potential causes for clip becoming caught on the steerable guide catheter (sgc) soft tip resulting in difficulty removing the cds from the sgc and soft tip tears are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology), user technique or procedural conditions (unintended curves on the device during advancement/removal). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the lot history record confirmed this device passed all in-process and final inspection. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no other incidents reported for this lot. With respect to the procedural conditions and/or user technique, clip getting caught on guide resulting in difficulty removing the cds from the sgc can be influenced by the clip not being fully closed upon removal, the orientation of the clip with respect to the guide tip or curves on the sgc applied by the user. In this case, it is possible that the clip was oriented in such way that resulted in an interaction between the clip and the tip of the sgc upon retraction of the cds, resulting in the difficulty removing the cds. Based on the information reviewed this reported difficulty appears to be related to procedural conditions/user technique. There does not appear to be any evidence of a product quality deficiency. With respect to the patient condition, procedural conditions and/or user technique, difficulty with positioning the cds may be influenced by patient anatomical morphology such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. In this case, the information provided in the case details stated that there were no excessive curves on the device; however, it was further stated that the patient had a very large atrium due to which the clip could not be positioned to capture the flail. Therefore, based on the information reviewed, the reported difficulty positioning the cds appears to be related to patient anatomy and not a product quality deficiency. The steerable guide catheter referenced is filed under a separate medwatch MFR number.

Event description:
This is being filed as the clip delivery system (cds) was difficult to remove. Although there was no adverse patient effect, a difficult to remove device has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, after the first clip was implanted, a second cds (40916u1/(B)(4)) was used. However, due to the very large left atrium, the clip could not be positioned to capture the flail. It was decided to remove the device and perform another transseptal puncture to be able to implant the clip. The steerable guide catheter (sgc) tip had been straightened and as the cds was being retracted into sgc, the clip became caught on the sgc soft tip. The cds was advanced and the sgc tip was straightened some more enabling the clip to be retracted into the sgc and removed from the anatomy. As the sgc soft tip was torn due to the clip becoming caught on it, the sgc was removed from the anatomy. Another transseptal puncture was performed and a new cds and sgc were used to complete the procedure. The degenerative mitral regurgitation (mr) grade was reduced from 4+ to 1-2. There was no adverse patient effect. No significant clinical delay in the procedure was reported.